Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.

Event description:
Affiliate reported that the microsensor delivered unusual readings. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this investigation. During the evaluation, a review of the quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: visual inspection of the sensor and connector found no abnormalities. Slight kinks and bends along catheter body. The sensor passed electronic, noise, linearity / hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. No further action is required. This complaint is considered closed.